Event description:
Patient receiving g-tube feed on kangaroo pump number. Was ringing an unusual message (unsure what it read) but when we looked it was programmed for 60cc of feed to be given and had given 99cc. Clarified with rn caring for the patient who said the pump had been cleared and programmed it for only the 60cc. Also when attempted to reprogram pump, it would not clear infused amount. It only keeps beeping.